Manufacturer narrative:
(B)(4). Concomitant medical products: 110003619, g7 acetabular liner ceramic 32mm f, 3230050, 192010, echo por fmrl nc 10x130mm, 071360, 010000664, g7 pps ltd acet shell 54f, 3671981. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient experienced problems walking, problems with usual activities, moderate pain, tolerable makes concessions to pain, some limitation of ordinary activity or work, and requires occasional pain medicine stronger than aspirin. Patient also reported a moderate limp with no support required and pain that moderately interfered with usual work one year post op. Attempts have been made and additional information on the reported event is unavailable.